Event description:
Caller alleged discrepant results with inratio meter verus lab. Meter: 1.3; lab: 1.9 for same day. Caller reported that results he's been getting have been consistently low on lab and meter. Caller stated that he has a metabolism disorder that is overactive. Caller has been on and off vitamin k as a daily vitamin since he started coumadin (note vitamin k is not doctor intervened, but self medicated by caller). Lab results and meter results were performed within 5 minutes of each other.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set 1 -meter: 1.3; lab: 1.9; mean: 1.6; confidence limits: 1.2-2.3. Lab and meter tests were done within five minutes of each other. The mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Product deficiency not established. No further investigation required. Device was not returned for evaluation. No corrective action is required as no product deficiency was established.